Manufacturer narrative:
E: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was having alarm 41661 error. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 6/11/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device was having alarm 41661 error¿. Confirmed alarm 41622 not 41661. The probable cause of the reported problem was defective optical sensor. Fluid ingression found at the bottom of the rear housing and some traces at backside of the battery compartment, downstream occlusion (dso) seal moderate bubbling, liquid crystal display (lcd) lens scratched. Replaced optical sensor, dso sensor, bezel, seal, and lcd lens. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.